Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a smartablate¿ irrigation tubing set a foreign material was found on the device. It was reported that before the operation, foreign material (unknown black matter) was found in the pump pipe of the device. It was described as not having movement. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
Device investigation details: a picture was received from the customer to aid in the investigation process. The picture was evaluated following biosense webster's procedures. According to pictures provided by the customer, foreign material was observed inside the irrigation tubing. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. Initial reporter phone: (B)(6). Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. Investigation conclusions code of ¿appropriate term/code not available¿ represents a software bug issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 27-apr-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a smartablate¿ irrigation tubing set a foreign material was found on the device. It was reported that before the operation, foreign material (unknown black matter) was found in the pump pipe of the device. It was described as not having movement. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and a fourier transformed infrared spectroscopy (ft-ir) test of the returned device were performed following bwi procedures. Visual analysis revealed that foreign material was found inside the tubing. An ft-ir test was performed and based on the results obtained it can be concluded that foreign material is primarily composed of a biological-base material. The source of origin remains unknown. Due to this condition a supplier manufacturing investigation was performed to determinate the root cause of this issue. During the investigation, some potential causes were observed that can be the reason for the contaminations. This event is considered as a man issue, related to manufacturing. An awareness was performed to prevent similar events. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)